Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during diagnosis and the procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Analysis of the log file showed that there was an issue with x-ray generator hardware. The fse replaced the xsc certeray (x-ray generator) and completed the necessary tube adjustments and calibrations, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that the allura system displayed an x ray not possible error. The device was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and replaced xsc certeray, did necessary tube adjustments and calibrations and system was then returned to full functionality. Philips has started an investigation.